Manufacturer narrative:
The product was received by the manufacturer for further testing on 11/23/2020. The reported issue was not confirmed through testing, the device passed all tests. Reviewing the pump's event log shows that the pump consistently infused as it was programmed, with no evidence of over/ under delivery. The customer's complaint cannot be confirmed in the event log/ alarm history. No probable cause can be determined for the reported inaccurate over delivery, as the device passed all tests. Additional information can be found in section d10.

Manufacturer narrative:
The device has been returned to the manufacturer for further evaluation, but the investigation has not yet begun. In the event that additional information is received, a supplemental report will be submitted.

Event description:
It was reported the device experienced an incorrect drug dosage delivery. There was patient involvement, however, no harm to the patient was reported. No additional information was available at this time.